Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leg numbness. The device was removed and there have been no reports of further complications regarding this event.